Event description:
The area rep (B)(6) reported the following event: "during the reaming for the acetabular component in a trident/accolade operation, the connection from the reamer handle broke off. It happened during surgery, in the acetabulum of the patient who was under anesthetics. There was a second reamer handle on the set, so we replaced the broken one with the second one. The doc could proceed reaming as usual. There were no unusual circumstances; the doc told the resident at that exact same moment even how little pressure you should put on a reamer in the acetabulum. There were no changes in the outcome of the surgery."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.